Manufacturer narrative:
Boston scientific's post market quality assurance laboratory determined that the device had normal telemetry operations, as well as normal pacing and sensing functions. A review of the device's memory revealed that a rate fault reset was stored in the reset counter. Laboratory testing has shown that the auto lead detect feature can cause a rate fault reset to occur, due to the max tracking rate protection not being initialized. This type of reset occurs prior to lead attachment. Once a lead is detected, the auto lead detect feature will be disabled, allowing the max tracking rate protection to be initialized, preventing the rate fault resets from occurring. This reset is normal diagnostic behavior and does not have any impact on the therapy provided to the patient. The device performed normally throughout analysis and was found to be functioning as designed.

Event description:
Boston scientific received information that this device was explanted. There was no allegation from the field regarding the function of the device. This event was created due to the initial testing performed by our post market quality assurance laboratory. Initial testing noted a possible performance issue concerning a rate fault reset.